Event description:
It was reported by the customer that the needle broke during a biopsy. The needle completely broke off the hub and remained in the patient. No information was received regarding any serious injury as a result of this product issue.